Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt asking if the 'stimulation can move'? Pt stated it started really bad yesterday. Pt added they have pain in the left lower quadrant of the abdomen and when the 'stimulator fires', it goes there. Pt stated with the pain, they had to 'turn it down to 1'. Agent had a very hard time following along with what the pt was saying. Pt asked if it was possible for pain in the lower abdomen and asked if 'this can fire somewhere'. Pt stated the 'pain is not out of my spine or not' and the stimulator was put in for back pain. Pt then stated that it was working fine until about 5 days ago and 'every time it fires', it feels like a big electrical shock in the body. Pt denied any falls or trauma but then stated they have had several falls. Agent understood the pt was asking about reprogramming. The pt was redirected to healthcare provider (hcp) to further address the issue.